Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not enter the correct values into the pump when programming a bolus. Customer's blood glucose was 377 mg/dl. Correction bolus and manual insulin injections were administered to address bg. Customer also used humalog in the pump for 3 days versus the labeled 48 hours. Tandem technical support educated customer on bolus delivery and humalog usage.